Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime/compromised force sensor system and excessive no delivery test. No delivery alarm during testing. Unit was received with stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a excessive no delivery alarm. The customer blood glucose level at the time of the call was 244 mg/dl and has treated using a manual injection. The customer states the insulin pump alarms no delivery alarm when they delivery more than 2 units. The customer has replaced the set and reservoir but issue continues. The customer was adviced to discontinue the use of the pump and to revert to a backup plan and follow his hcp instructions. The insulin pump will re returned for analysis.